Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was faulty and not working at times. It was tested in diagnostics with good results, but some issues were happening at the application level. A field service engineer reseated the (universal serial bus) usb ports and drivers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ anesthesia station es, the bio-ID lights were just flickering all the time and not registering bio ID. The customer reported that the malfunction occurred during the dispensing of the medication to the patient and did not result in any delays. There were no adverse events or injuries reported based on this incident.